Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that back dust was seen in the pt's vent filters, indicating pump end of life. A decision was made to exchange the pt's lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.